Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #3) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #3). An additional emdr was submitted to represent the bard/davol ventralex (device #1) and bard/davol composix kugel (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) on (B)(6) 2005, an unspecified bard/davol composix kugel hernia patch (device #2) and (device #3) on (B)(6) 2007 and on (B)(6) 2007. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch (device #1) and two (2) bard/davol composix kugel hernia patch (device #2) and (device #3). As reported, the attorney alleges patient experienced emotional distress and the device was defective.